Manufacturer narrative:
The gali device has been implanted on (B)(6) 2022. The leads, including the subject volta lead have been implanted on (B)(6) 2016. The review of provided data confirmed the reported issue and highlighted a possible failure on the ICD lead volta.. Connection issue may be excluded since the first sustained recorded episodes occurred 9 months after the device gali¿lead volta connection and since low values of rv coil continuity and rv impedance have been detected. In addition to the oversensing episodes presenting non-physiological signals, lead issue is highly suspected. Since the subject lead hasn¿t been returned, no expertise of the subject lead volta has been performed. Following all these observations, the proper functioning of the ICD system cannot be ensured. No general malfunction is suspected on the subject active device gali 2811 s/n (B)(6) . The device involved in this MDR report is not approved in the united states; it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, ventricular oversensing is present on the ventricular channel.

Event description:
Reportedly, ventricular oversensing is present on the ventricular channel.

Manufacturer narrative:
The subject gali 2811 device has been implanted on (B)(6) 2022. The leads, including the subject volta lead have been implanted on (B)(6) 2016. The device-ICD lead connection is df-1/is-1. The review of provided data confirmed the reported issue and highlighted a possible failure on the right ventricular lead (ICD lead) volta s/n (B)(6) . Connection issue may be excluded since the first sustained recorded episodes occurred 9 months after the device gali ¿ lead volta connection and since low values of rv coil continuity and rv impedance have been detected. In addition to the oversensing episodes presenting non-physiological signals, lead issue is highly suspected. Following all these observations, the proper functioning of the ICD system cannot be ensured. The subject volta lead and the subject gali device were explanted on (B)(6) 2024 but not returned. Since the subject volta lead hasn¿t been returned, no expertise of the subject lead volta has been performed. No general malfunction is suspected on the subject active device gali 2811 s/n (B)(6).

Event description:
Reportedly, ventricular oversensing is present on the ventricular channel.